Manufacturer narrative:
The device was sent to the manufacturer for inspection. During the manufacturer's technical inspection, the error description provided by the customer, "in the case of intraoperative use, fluctuations in the rotation speed have been observed, with uncontrolled variations, up to complete stoppage of operation, even in conditions where the connections, parameterization and power supply of the control unit are correct and stable." Could be confirmed. The cause of the handpiece failure is a defective motor. This is due to a component fault in the motor. The defect should have been noticed during the inspection required by the IFU prior to use. The investigations did not reveal a root cause related to the labelling, the device, or its history. All production-related quality checks were passed, and no non-conformities were identified in the device's manufacturing records. The labelling was found to contain adequate instructions and warnings e.g. IFU 96056038d, version 3.1 IFU contains the following note: 6.10 assembly, inspection and care: the cleaned and disinfected medical device must be visually inspected for cleanliness, completeness, damage and dryness: . If residues or contamination are still present, the medical device must be manually cleaned and subjected to a full cleaning and disinfection process once more. . Damaged or corroded medical devices must be withdrawn from use. . Joints, threads and glide surfaces must be lubricated locally with instrument oil (art. No. 27656 b) [fig. 2]. Treat the handpiece with a care oil (universal spray, art. No. 280053 b) by spraying it into the instrument holder from the front [fig. 3]. . Afterwards, a functional check must be carried out. Note: the oil used for this purpose must be suitable for the subsequent sterilization procedure (silicone-free and paraffin- or white oil-based). The complaint history did not reveal any pickup in similar complaints, no trend was identified. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported in the case of intraoperative use, fluctuations in the rotation speed have been observed, with uncontrolled variations, up to complete stoppage of operation, even in conditions where the connections, parameterization and power supply of the control unit are correct and stable. No negative impact in state of health reported.

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).